Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number: 119314 and manufacturing lot number: ngjy4783. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. Inflated balloon-maintained concentricity of 80:20 (B)(4) which does not meet specifications per ip7603444 rev 0 which states "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft". The balloon passively deflated in under 1min07sec. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter was difficult to drain. Almost no water came back and was refrained from use. Per notification from ucc on 17dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 23oct2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full initial facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter was difficult to drain. Almost no water came back and was refrained from use.